Event description:
We have received information about an incident in which the ventilator failed in an intensive care unit during therapy without an alarm. Due to the failure of the ventilation (non-invasive, mask ventilation), the patient briefly suffered from breathlessness under the mask. The nursing staff treated the patient immediately and connected him to another ventilator. No consequential harm is known. This event occurred in the switzerland with firmware version 1.7.0003, which is not used in the USA.

Event description:
We have received information about an incident in which the ventilator failed in an intensive care unit during therapy without an alarm. Due to the failure of the ventilation (non-invasive, mask ventilation), the patient briefly suffered from breathlessness under the mask. The nursing staff treated the patient immediately and connected him to another ventilator. No consequential harm is known. This event occurred in the switzerland with firmware version 1.7.0003, which is not used in the USA.